Manufacturer narrative:
(B)(4). The reported issue that the green sealing ring would slide preventing optimal tightening was confirmed upon investigation of the returned sample. The details of the complaint were reviewed. One unit of catheter body was returned for evaluation. The compression sleeve was observed to be over the threads of the juncture hub. The sleeve was torn but intact as one unit. Damages are consistent with compression cap threaded juncture hub with the sleeve sandwiched between the threads. The IFU noted the following: warning: green compression sleeve must be present when threading compression cap onto hub connection assembly. Failure to do so may result in air embolism, blood loss, or catheter separation. Slide threaded compression cap over compression sleeve towards hub connection assembly with compression sleeve seated completely inside. Thread compression cap onto hub connection assembly firmly, but do not over tighten. There should be no threads visible on hub connection assembly. Precaution: ensure compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation. Additional information indicated no patient complications. Another device was used to complete the case. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the most likely root cause is unintended use error.

Event description:
It was reported that: " on (B)(6) 2026, an incident occurred with 1 device. The green sealing ring would slide, preventing optimal tightening. The nurse was therefore unable to screw on the tubing. Clinical consequence: prolonged catheter clamping time. Corrective action taken at the time: use of a second device. "

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: " on (B)(6) 2026, an incident occurred with 1 device. The green sealing ring would slide, preventing optimal tightening. The nurse was therefore unable to screw on the tubing. Clinical consequence: prolonged catheter clamping time. Corrective action taken at the time: use of a second device. "